Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue. Customer's blood glucose (bg) level was 493 mg/dl. Customer had not addressed bg at the time of troubleshooting with tandem technical support.